Manufacturer narrative:
(B)(4). Based on the information provided there is no indication that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a lens flew out of the cartridge of a preloaded insertion system, model pcb00, as it was being injected. The patient was not injured. No other information was provided.

Manufacturer narrative:
If explanted; give date: (B)(6) 2015. Device available for evaluation - yes - returned (B)(6) 2016. The pcb00 device was received by the manufacturing site for investigation. Visual inspection, using a microscope at 10x magnification, showed the intraocular lens (iol) stuck in the cartridge loading zone and overridden by the push rod tip. The plunger component was observed in advanced position and the cartridge was observed correctly engaged into lower body of the pcb00 device. No defects in the plunger/pushrod tip were identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.